Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl; cause was not known. Food was consumed to address low bg. Customer also experienced an elevated bg (535 mg/dl); cause was not known. A trace of ketones was present. The infusion set was changed. A bolus and insulin injection were administered to address bg. Pump system check was performed; pump was found to be functioning properly. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 46 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019 from 6:48-6:58 am. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, there were no obvious requests or deliveries that would cause bg levels to drop. However, at 8 pm on (B)(6) 2019, user decreased personal profile basal rates, reducing total daily basal from 6.1 to 5.05 units/day. It is possible the user¿s personal profile basal rate settings needed adjustment. There is no evidence that the pump experienced a malfunction or failure.